Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. There was no patient involvement as the pump was in use for demonstration purposes only and was not being utilized by a patient for therapy at the time of the event.